Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an atrial tachycardia/ atrial fibrillation (at/af) episode and the right atrial (ra) lead appeared to show possible intermittent far field r-wave (ffrw) oversensing. It was recommended that the caller consider changing the atrial sensitivity in order to eliminate the intermittent ffrw oversensing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.